Event description:
Customer reports the usb charging port and cable to their adc device is "burned" and was "brown" after charging. There was no report of fire, smoke, explosion or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and burn marks was observed on the usb port and usb cable. Usb port and cable were observed to be burnt . The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed on the top of the usb port. An extended investigation was also performed. Visual inspection has been performed on the de-cased reader's pcba and observed burn marks on the usb port and usb cable of the reader . The returned battery voltage was measured at (3.5v) which is outside of specification (3.7- 4.2v). Performed a power consumption test on the returned reader and the off currents were found to be within specification. Since the current draw from the returned reader was within specification, the reader did not have sufficient power to cause the reported damage. The returned charging cable has corrosion on the usb end of the cable where the cable was observed to be burnt. Observed the returned reader to charge using a new unused abbott charging cable and the battery was charged to 4.0v (within specification of 3.7-4.2v) without issue. It was determined that the damage observed does not affect the reader ability to charge or connect to pc. The observed damage to the usb charging port and cable is consistent with misuse as the reader is functioning as intended. Therefore, issue is not confirmed to use. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. .

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect deficiency. If a product defect deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit risk ratio. At this time product has not yet been returned and a valid serial number has not been provided for reader, cable & adapter. Therefore, it is not possible to check DHR for cable and adapter. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports the usb charging port and cable to their adc device is "burned" and was "brown" after charging. There was no report of fire, smoke, explosion or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports the usb charging port and cable to their adc device is "burned" and was "brown" after charging. There was no report of fire, smoke, explosion or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.